Manufacturer narrative:
(B)(4) the user facility is uncertain of the catalog number and/or size of the blade. Catalog# 004551003 was randomly chosen for this reported issue. A visual, functional and dimensional inspection could not be performed since the device sample was not returned for evaluation. The complaint sample was never returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that the device does not always give consistent good lighting. No patient injury reported.